Event description:
It was reported that during a visceral procedure, the staples would not hold. One or two staples did not close. The surgeon could complete the procedure with the defective stapler. There were no adverse consequences to the patient. The device is not available for return.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the manufacturing records were reviewed and no anomalies were found. Complaint information is trended on a regular basis to determine if further investigation is warranted.